Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial number (B)(4)) found that the connector pins were broken. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the desktop charger had a broken connector pin. The patient stated that the battery was running out of juice a lot quicker. It was noted that the patient still charged three times per week and was charging longer but didn¿t stop until she was full. The patient reported that it would only last three days and she could not get it full and wasn¿t sure if it was because it broke. The battery was charged fully and then it was dead. A replacement was sent. The indication for use was spinal pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.